Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The case at hand is related to the durom cup. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is cmp-0284523.

Event description:
A legal claim was raised due to the use of the durom acetabular cup. It was reported by patient's counsel that the patient received an implant on (B)(6) 2007 and revised on (B)(6) 2015 due to wear, infection, pseudo tumor and fluid collection. As beside the durom cup also an cls® spotorno®, stem, 135°, uncemented, 7.0, taper 12/14 was reported , this report is filed for the cls stem due to infection.